Event description:
The surgeon was using a 10mm endopouch to remove a laparoscopic specimen and the endopouch ripped. It was taken off the sterile field by the rn and replaced.what was the original intended procedure?laparoscopic appendectomy and laparoscopic right oopherectomy.device #1is this a laboratory device or laboratory test?no.